Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis report.

Event description:
During follow-up for an unrelated issue, the home patient (hp) stated that she had peritonitis in either (B)(6) or (B)(6) where she was hospitalized. The hp stated the cause was not known and that baxter product surveillance could follow up with her or her peritoneal dialysis nurse (pdrn) regarding this. Per the hp, the supplies were discarded and the lot number was not known. On (B)(6) 2012, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. She reported that the patient was diagnosed with peritonitis on (B)(6) 2011. She was hospitalized from (B)(6) 2011 until (B)(6) 2011. The nurse reported that the patient has been treated with antibiotics and is recovering. She has continued on peritoneal dialysis (pd) therapy. The nurse believes the cause of the peritonitis was a break in aseptic technique and not caused by baxter products or the therapy itself. No further information was given at this time.

Manufacturer narrative:
(B)(4). The complaint is a result of use error and is therefore confirmed. A root cause was not identified. A batch review was conducted on potentially associated lot gd878223 and no issues were found related to the reported condition during the manufacturing of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.